Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed low vacuum and low errors. The customer technical specialist (cts) assisted the customer in adjusting the low vacuum, resolving the errors. The fse performed routine preventative maintenance (pm), the fse observed the tubing (port 6) at the bottom of the blood sampling valve (bsv) had disconnected. The fse reconnected the tubing, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported low vacuum low errors were generated on the coulter lh 750 hematology analyzer. While troubleshooting, the customer observed a leak approximately 20 mls of clear fluid onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.